Event description:
The controller was received for annual preventative maintenance. Product evaluation and testing found the device failed polarity testing. The stim board was replaced. The connector board was replaced due to stimulator failure during environmental testing. There was no patient involvement.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the user facility or initial reporter. This device is used for therapeutic purposes. (B)(4): the controller was received for annual preventative maintenance. Product evaluation and testing found the device failed polarity testing. The stim board was replaced. The connector board was replaced due to stimulator failure during environmental testing. Other parts were replaced as part of product repair instructions. The device was repaired, tested to product specifications, and returned to customer.